Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a0501 captures the reportable event of basket detached.

Event description:
It was reported that a zero tip basket device was used during a ureteroscopic lithotripsy procedure. During the procedure, it was found that the basket was completely detached. The procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a0501 captures the reportable event of basket detached. Block h11: investigation results the returned zero tip basket was analyzed, and a visual evaluation noted that the device returned with the basket on its open position. Additionally, the handle and the basket returned in good conditions. Microscopic examination identified that the part of the sheath returned detached/separated from the device. It was also noticed that the sheath was bent/kinked. There was evidence of the 8 crimp marks, and it was possible to see that the basket was correctly assembled on the notch cannula. With all the available information, boston scientific concludes that the reported event of basket detachment was not confirmed since analysis did not identify basket detachment. However, it was found that the sheath detached/separated and bent/kinked which could be what the customer was referring when saying the basket was broken/detached. This could be related to handling and manipulation of the device during procedure, it is probable that an excess of force applied to the device such as operational factors during their use could cause the damages observed. Taking all available information into consideration and based on investigation results, an investigation conclusion code of adverse event related to procedure was assigned to this investigation.

Event description:
It was reported that a zero tip basket device was used during a ureteroscopic lithotripsy procedure. During the procedure, it was found that the basket was completely detached. The procedure was completed with another of the same device with no patient complications.